Manufacturer narrative:
Additional information: d4, d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. For functional te sting, the adapter was connected to the medtronic software, and the strain gauge was responsive. The adapter had 26 out of 50 procedures remaining. The adapter was connected to a medtronic representative clamshell and a medtronic representative signia handle running software. The device calibrated correctly. A medtronic representative reload could not be fully loaded into the device. The adapter was opened and two sheared reload lugs were found to be lodged in the distal end of the adapter. The lugs were removed and the adapter was reassembled. A medtronic representative reload could now be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hang-ups or sluggishness. The adapter was able to be fired without any issues. After firing, the adapter was reconnected to the medtronic software and no new errors appeared. It was reported that the device closed on tissue and locked. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that after the adapter was removed from the reloader while it was closed, new reloads could no longer be mounted. The reported issue was confirmed. The most likely cause was traced to non-device related factors. It was additionally reported that the scalpel moved only a few millimeters without activating the shot and then locked, and the adapter was broken. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial number: unknown) egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: unknown) sigpshell, sig power sigpshell control shell, (lot number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure; the device closed on tissue and locked. The scalpel moved only a few millimeters without activating the shot and then locked. The procedure was extended by an hour as a result. Another powered shell, adapter and reload were assembled and stapled to the side of the trapped reload to free it. After the adapter was removed from the reloader while it was closed, new reloads could no longer be mounted, and the adapter was found to be broken.